Event description:
There was no stepped dilator in the insertion kit tray. There was no item to return. Event complications: none from the event - reported 2/19/97. Pt's current status: unk - rpt'd 2/19/97.